Event description:
It was reported that "on 09apr2026 during patient use, the luer hub/fitting was found cracked and leaking." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after switching to another device.

Manufacturer narrative:
(B)(4).